Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 20867845.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration as well as high impedances on the right lead. Reprogramming was done but was unsuccessful. The patient underwent a revision procedure where the right lead was replaced and ipg was upgraded. No device malfunction suspected. The explanted devices will not be returned.